Event description:
Patient has a continuous insulin infusion that has been infusing for days. The channel that was infusing the insulin was disassociated and associated to another brain in [redacted] room 08. My insulin titrations would not pull over with infusion verify. Once this was realized, I manually added my hourly titrations of my insulin gtt and changed the channel. Channel barcode number hh15706139, but when scanned, it associates with hh14731108. The nurse in [redacted] was contacted and had to override her channel when she scanned an antibiotic into it.